Event description:
The customer stated that she performed control tests and the results were high. While troubleshooting, she performed 2 control tests and received results of 182 and 198 mg/dl. The normal control range was 96-132 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.